Event description:
It was reported during pm that a cardiosave intra-aortic balloon pump (iabp) had monitor discolored. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacturer, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11additional point of contact: (B)(6). It was reported that during pm, performed by a getinge field service engineer (fse) monitor was discolored, all red. The fse replaced the upper lcd display and performed test. The unit passed all functional and safety tests per factory specifications.